Manufacturer narrative:
Additional information has been requested. Synthes is unable to provide the date of manufacture as no product was returned and not lot number was provided. Investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided.

Event description:
During a lumbar fusion procedure the surgeon was at the s1 level tightening a screw on a clamp with the long small hexagonal screwdriver and the tip broke off in the set screw head. The tip was cold welded to the screw head and flush: surgeon decided not to remove the tip of the driver and it remains in the pt.